Event description:
This unsolicited device case from united states was received on 19-apr-2016 from a patient. This case concerns a (B)(6) female patient who experienced pain in the affected (right) knee, swelling in the affected (right) knee and pain in wrist while receiving treatment with synvisc. No past drug, medical history or concomitant medication was provided. The concurrent conditions included high blood pressure. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (3rd injection) (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis. On an unknown date, the patient experienced pain and swelling in the right affected knee. It was reported that the patient had already altered her doctor and was sent to the urgent care to get a "steroid shot and had fluid drawn off her knee but the doctor was only able to get blood. It was reported that the doctor prescribed hydrocortisone for pain but she had been taking prescription: naproxen that provided pain relief. On an unknown date in (B)(6) 2016, the patient experienced pain in wrist. Corrective treatment: steroid and naproxen for pain in the affected (right) knee and swelling in the affected (right) knee; unknown for pain in wrist. Outcome: unknown for all the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pain in the affected (right) knee and swelling in the affected (right) knee. Additional information was received on 28-apr-2016. Global ptc number and ptc results were added.

Event description:
This unsolicited device case from united states was received on 19-apr-2016 from a patient. This case concerns a (B)(6) female patient who experienced pain in the affected (right) knee, swelling in the affected (right) knee and pain in wrist while receiving treatment with synvisc. No past drug, medical history or concomitant medication was provided. The concurrent conditions included high blood pressure. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (3rd injection) (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis. On an unknown date, the patient experienced pain and swelling in the right affected knee. It was reported that the patient had already altered her doctor and was sent to the urgent care to get a "steroid shot and had fluid drawn off her knee but the doctor was only able to get blood. It was reported that the doctor prescribed hydrocortisone for pain but she had been taking prescription: naproxen that provided pain relief. On an unknown date in (B)(6) 2016, the patient experienced pain in wrist. Corrective treatment: steroid and naproxen for pain in the affected (right) knee and swelling in the affected (right) knee; unknown for pain in wrist outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for pain in the affected (right) knee and swelling in the affected (right) knee.